Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient experienced very strong stimulation in her arms every 3-5th time she recharged the device. The sensation was described as feeling "like I am plugged into an outlet and it takes over a week for the feeling to subside." The device is implanted to help with neck pain. The therapy was on while the patient charged. There was no known incident related to the onset of the symptoms which began 5-9 months ago. The sensation does not occur on a regular basis and only occurs when charging. It was also reported the patient experienced stimulation in the wrong location. The sensation that occurs during recharging begins in her arms or hands and then spreads throughout her body. The patient reported experiencing 75-80% pain relief. The patient was not comfortable with the therapy. It was suspected something was wrong with the battery or wires. The patient had not seen their physician or had any follow up care for several months. Additional information has been requested, but was not available on the date of this report.